Manufacturer narrative:
Catheter: model: 8709sc, serial#: (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
It was reported that on 2011 (B)(6), that telemetry confirmed a non-critical alarm due to low reservoir volume reached. Per the healthcare provider, the pump was not updated at the last refill; only a print report was done. Hcp was not sure why the pump was alarming today and still showed the old drug in the system. It was stated that the pump was filled with saline on 2011 (B)(6) and there was no drug in the system based on the old flow rate it was programmed to. The pump was updated. The pump previously contained fentanyl and bupivacaine. It was later reported that about 3 months ago, patient was experiencing flu-like symptoms and when his pump began alarming "due to low reservoir"; hcp could not withdraw the full amount of medication. A scan was done the same day and "catheter kink/issue" was determined. It was added that as the patient drove home, the catheter unkinked and patient experienced overdose symptoms, so he returned back to the clinic and they withdrew all of the medication and put in saline. Following these events patient hasn't decided whether or not to continue with therapy.

Manufacturer narrative:
(B)(4).

Event description:
Information was received, and clarified the previously reported event, stating that when the patient's pump medication was withdrawn, on 2011-(B)(6), the "full amount" of medication was encountered. The actual pump reservoir volume (13.1 ml) was greater than the estimated reservoir volume (3.1 ml). The patient experienced an increase in the level of pain. A lumbosacral myelogram/fluorscopy was performed on 2011-(B)(6), and it was not possible to aspirate fluid from the port side of the catheter. Dye was not injected for an intrathecal (it) opioid evaluation at that time. It was noted that the event was "related" to the device or therapy, but "not related" to the implant procedure. The therapy was suspended, with saline instilled in the pump, on 2011-(B)(6). The cause of the reported event was due to a kink/torsion in the catheter at the lumbar spine anchor site. There was "no obvious site of kink, but with suspicious torsion of the catheter in the lumbar spine at the anchor site. Two butterfly anchors were well identified and may be the source of obstruction." No surgical intervention was performed. The patient's pump contained fentanyl at a concentration of 1,500 mcg/ml and dosage of 200.3 mcg/day; and bupivacaine at a concentration of 30 mg/ml and dosage of 4.003 mg/day. The patient did not require hospitalization due to the event and recovered without sequelae.

Event description:
Additional information received later noted that the catheter was explanted on 4/12/12. Patient outcome was indicated as resolved without sequela.

Event description:
It was reported the patient experienced increasing pain and burning in feet despite medication titration. It was noted there was 'tortion of intrathecal catheter preventing side port aspiration". The catheter was explanted on (B)(6) 2012 and not as previously reported on (B)(6) 2012. The catheter was replaced. In surgery during the catheter replacement it was confirmed there was fibrosis of the catheter tip. The catheter was disposed of according to biohazard instructions. The severity was noted as moderate. The pump was also delivering clonidine.